Manufacturer narrative:
Calibration was performed every 24 hours or as indicated by quality control (qc). Qc was run every 8 hours. The qc results shifted greater than 2 sd (standard deviations) for calcium and potassium. Qc was okay after customer recalibrated the instrument. The customer noticed for some time that qc results are shifted after the instrument is in standby for an extended time. The customer routinely performs twice weekly maintenance procedure using sodium hypochlorite. The customer stated there are some issues with the laboratory temperature control. Fse (field service engineer) decontaminated the ise (ion-selective electrode) system and replaced the carbon bridge and ratio pump seals. Fse also replaced sodium electrodes, potassium, calcium and chloride electrode tips. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This event was initially reported as MDR 2050012-2010-00217. During the retrospective review it was determined that another MDR was required to report the test results for potassium and chloride for the patient that was reported out of the laboratory. This MDR reports that event.

Event description:
The customer contacted beckman coulter, inc (bci) to report low test results for electrolytes and calcium were obtained for 5 patient samples when using the unicel dxc 600 synchron clinical system. Test results for one of the 5 patient samples were reported out of the laboratory. While there is no report or adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. This issue was initially reported as MDR 2050012-2010-00217. Upon retrospective review of the MDR, it was determined that an additional MDR was required to report the test results for potassium and chloride for the patient that was reported out of the laboratory.